Event description:
Pre-op dx-acute appendicitis, rule out perforation. On 4/9/96, attempted diagnostic laparoscopy. While doing so, intragenic accidental injection of co2 into the liver causing a venous emboli, creating cardiac flutter-ventricular tachycardia with hypotension, requiring a cardiac resusitation and also 200 joule cardiac defibrillation intraop. Also did open appendectomy, exploratory laparotomy, placement of a drain. Right femoral arterial exploration with repair of the two catheter-related perforation of the femoral artery. Placement of the right femoral arterial line with no complications initially. Pt also received blood. Has developed thrombus of right common femoral artery (noted in progress notes). Has been on heparin and may be having surgery in future.